Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, b7, d4, g3, g4, g7, h2, h3, h6 and h10. Review of the receiving inspection report for 00111314001, lot number 83314477, identified no relevant deviations or anomalies. 29 pieces were inspected, 0 accepted and 29 rejected for damage. 10162 piece shipment was 100% inspected with 77 cartons being scrapped. Heraeus batch records review indicates there were no quality deviations, no change notifications, and no corrective and preventive actions. All verifications, inspections, and tests were successfully completed. As zimmer biomet does not hold investigation responsibility for the reported product, a complaint history search will not be performed. Product examination was not performed as the product was not returned; it remains implanted. This complaint as it relates to the bone cement is unconfirmed. Per heraeus, the root cause of the reported event is presumably a result of the following: loosening : preparation -/ use of the device outside of the defined time frame. Application of the cement outside of the defined time frame. Loosening of the prosthesis. Revision of the prosthesis. Missing knowledge about the use of product. Incorrect application of the cement dough. Prosthesis may come loose. Revision of the prosthesis. Mixing of the bone cement / homogeneity. Mixing of the components does not result in a homogeneous bone cement. Revision of the prosthesis. Long term fate and behavior of the bone cement in situ, knowledge and experience of surgeons: aseptic loosening, revision of the prosthesis. Pain : other negative side effects: gentamicin -patient shows side effect to gentamicin / impairment of auditory and vestibular nerves. Review of the information provided during the investigation determined there is no further action needed at this time as zimmer biomet does not hold product design or investigation responsibility. This complaint will be tracked and trended per for any adverse trends that may warrant further action. H3 other text : device not returned.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that bilateral patient underwent left total knee arthroplasty (B)(6) 2016 and subsequently is experiencing pain and loosening. X-rays show loosening. The symptoms began in (B)(6). Patient only has zb bone cement and competitor devices. He was told bone cement is failing. No additional consequences were reported.